Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73e1800443 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic gastrectomy, when a nurse tried to load a clip into the applier, it was found that the clip had already broken. A new cartridge was opened instead to continue the operation. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A closed clip and three halves of clips broken in half at the hinge were returned loose. Of the returned clips broken in half at the hinge, two of the pieces were the half of the clip with the pierced bosses and the other was the half of the clip with the hook. The cartridge and the loose clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained another clip broken in half at the hinge and the other halves of the loose clips broken in half at the hinge. There were no intact clips remaining in the cartridge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken in package" was confirmed based upon the sample received. One cartridge, a closed loose clip and three halves of loose clips broken in half at the hinge were returned loose. The cartridge contained another clip broken in half at the hinge and the other halves of the loose clips broken in half at the hinge. There were no intact clips remaining in the cartridge. It could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during laparoscopic gastrectomy, when a nurse tried to load a clip into the applier, it was found that the clip had already broken. A new cartridge was opened instead to continue the operation. No clip fell in the patient.